Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included botulinum toxin type a (botox) and ibuprofen. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), anaemia ("anemia"), coagulopathy ("clotting problems"), lymphadenopathy ("lymph problems had to get jugular lymph biosied"), migraine ("migraines"), genital haemorrhage ("I've been bleeding for 3 weeks") and anxiety ("anxiety attack"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, anaemia, coagulopathy, lymphadenopathy, genital haemorrhage and anxiety outcome was unknown, the arthralgia had resolved and the migraine was resolving. The reporter considered anaemia, anxiety, arthralgia, coagulopathy, genital haemorrhage, lymphadenopathy, migraine and pelvic pain to be related to essure. The reporter commented: patient also have the faith piercing. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received event anxiety attack and new reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included botulinum toxin type a (botox) and ibuprofen. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), anaemia ("anemia"), coagulopathy ("clotting problems"), lymphadenopathy ("lymph problems had to get jugular lymph biosied"), migraine ("migraines"), genital haemorrhage ("I've been bleeding for 3 weeks"), anxiety ("anxiety attack") and headache ("headache on just one side of head"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, anaemia, coagulopathy, lymphadenopathy, genital haemorrhage, anxiety and headache outcome was unknown, the arthralgia had resolved and the migraine was resolving. The reporter considered anaemia, anxiety, arthralgia, coagulopathy, genital haemorrhage, headache, lymphadenopathy, migraine and pelvic pain to be related to essure. The reporter commented: patient also have the faith piercing. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: social media case: new event headache on just one side of head. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included: botulinum toxin type a (botox) and ibuprofen. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), anaemia ("anemia"), coagulopathy ("clotting problems"), lymphadenopathy ("lymph problems, had to get jugular lymph biosied"), migraine ("migraines"), genital haemorrhage ("I've been bleeding for 3 weeks"), anxiety ("anxiety attack") and headache ("headache on just one side of head"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, anaemia, coagulopathy, lymphadenopathy, genital haemorrhage, anxiety and headache outcome was unknown. The arthralgia had resolved. And the migraine was resolving. The reporter considered anaemia, anxiety, arthralgia, coagulopathy, genital haemorrhage, headache, lymphadenopathy, migraine and pelvic pain to be related to essure. The reporter commented: patient also have the faith piercing. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.